Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays following the implant procedure to confirm device placement, inadequate fixation, and the patient undergoing an MRI procedure have been ruled out as potential causes. Additionally, implanting a damaged stimulator, patient engaging in strenuous activity and patient contraindicating conditions have been ruled out. It is unknown what caused the erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported erosion of the lead on the left side. Antibiotics were prescribed, an explant procedure was performed on (B)(6), and a new lead was implanted. The patient is receiving therapy.

Event description:
The patient reported erosion of the lead on the left side. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2023, and a new lead was implanted. The patient is receiving therapy.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays following the implant procedure to confirm device placement, inadequate fixation, and the patient undergoing an MRI procedure have been ruled out as potential causes. Additionally, implanting a damaged stimulator, patient engaging in strenuous activity and patient contraindicating conditions have been ruled out. It is unknown what caused the erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.